Event description:
Paramedics responded to a person described as in full cardiac arrest. The pt was connected to the device with pacing/defibrillation/electrocardiogram electrodes and diagnosed as in ventricular fibrillation. According to the reporter, subsequent to a delivered countershock, the device displayed excessive artifact. Electrocardiogram electrodes were connected to the pt for external pacing but, according to the reporter, the device displayed "pacing leads off" and would not pace the pt. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.